Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. Review of the submitted images confirmed superficial damage to the outer jacket of the patient¿s pump cable. Further, a specific cause for the observed superficial damage could not be conclusively determined through this evaluation. Review of the submitted x-ray image captured the internal and external portions of the patient¿s driveline, which appeared unremarkable and did not reveal any specific areas of concern. The controller event log files collectively contained events from the default timestamp of 03mar2000 to 01oct2025, per the timestamps. A driveline power fault alarm, associated with power b line faults (pwr_b_broken), became active on (B)(6) 2000 and persisted through (B)(6) 2025. An additional driveline power fault alarm, associated with power a line faults (pwr_a_broken), became active on (B)(6) 2025 and persisted through (B)(6) 2025. This alarm was periodically silenced. The driveline was disconnected on (B)(6) 2025 multiple times, consistent with the reported inline connector cleaning. Following the cleaning, the driveline power fault alarms appear to have resolved. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the account was unable to get an image of the inside of the pump cable inline connector on (B)(6) due to the patient not being able to tolerate being disconnected from the system controller. Additionally, the account reported replacing the modular cable and system controller on (B)(6), after which the driveline power fault alarm resumed. The account also reported being unable to capture an image of the modular cable inline connector due to timing and difficulty during the last disconnection. The patient was discharged after a permanent silence on the alarm was placed. Ultimately, the patient received a driveline inline connector cleaning as well as a modular cable and system controller exchange completed by an abbott technical service representative which reportedly resolved the driveline power fault alarms. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The patient handbook further cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault alarm at 1617. The patient recently had a system controller exchange at another center (MFR. #2916596-2025-06231) and the date on the system controller was noted to not have been updated. The alarm was able to be cleared after cleaning via system monitor and have it not reoccurred for 10 minutes. Log files were submitted of review. The event log file captured an onset of ¿controller clock corrupt¿ clock invalid all throughout the log. The system controller may have loss all power in order for the controller clock to reset and experience a pump stop during this event. The patient may have experience pump stop during loss of all power. The controller clock was resynced on (B)(6) 2025 at 12:00. The event log also confirmed the reported driveline power fault (power b). The event log file also confirmed the reported driveline power fault (power b). It was later reported that the patient presented to clinic again on (B)(6) 2025 for the same driveline fault alarm. It appeared that the alarm started on (B)(6) 2025 at 1245. It was noted that there was an attempt to perform imaging of the cable on (B)(6) 2025, but the patient did not tolerate being disconnected from the system controller and was promptly reconnected. The modular cable and system controller were exchanged on (B)(6) 2025, yet immediately after reconnecting the driveline fault alarm occurred again. This alarm did not clear from the monitor and remained active. X-ray imaging was performed and revealed no clear split in interval wires inside of the cable, although the image did not capture all the way down the modular connector and missed some of the cable near the pump. The alarm was permanently silenced so that the patient could be discharged home per doctor recommendation. Log files were submitted for further review. The event log file for system controller (B)(6) sent on 11sep2025 contained driveline power fault b. The event log file for system controller (B)(6) connected on 11sep2025 at 10:11 continued to capture driveline power fault a. The event log file for system controller (B)(6) confirmed the reported driveline power fault a 7/26 starting on 20sep2025 at 16:47 to 21sep2025 09:22. There was no pump interruption during this event. Otherwise, there were no other notable alarm conditions or parameter changes. It was reported that the driveline modular cable was performed. Upon reconnection, the alarm cleared. Log files were downloaded and reviewed. The data appeared normal after the cleaning, and the system controller and modular cable were exchanged.